Event description:
It was reported by the customer that the ceramic tip broke in joint and was retrieved successfully.

Manufacturer narrative:
Add'l info will be provided once investigation is completed.